Event description:
It was reported that the patient underwent a plif using rhbmp-2/acs. At an unknown time post-op, the patient presented with pain in the back and leg. Scans showed heterotopic bone growth. The patient underwent a surgical procedure to decompress and extend the original fusion.

Manufacturer narrative:
Review of radiographic imaging studies showed the left l4-5 foramen occluded by dense heterotopic bone. A small dormant bone void was noted in the left postero-superior l5 endplate. The device was not returned to the manufacturer for evaluation. We are unable to determine the definitive cause of the reported event.